Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and no non conformities were found that would be relevant to this complaint. The hex tip is mostly broken off on the returned device. The returned device was manufactured in december 1999 and is over 13 years old. The shaft component part 314.05.01, lot 4029608 was manufactured in december 1999 from 440a ss material. This issue was addressed on several prior complaints and corrective action 1180 was initiated to address it. As part of the corrective action, the material was changed from 440a stainless steel to 465ph stainless steel, dco 0702039. The device in this complaint was produced in december 1999 prior to implementation of the corrective action. The design risk analysis is adequate for the intended use.

Event description:
During a limited ankle fusion procedure, the surgeon was inserting four 7.3mm cannulated screws and on inserting the fourth screw, the tip of the screwdriver broke off. The tip of the screwdriver was retrieved and discarded, no fragments were left behind. The surgeon used another screwdriver to complete the procedure.